Manufacturer narrative:
Investigation: one 10ml amber oral syringe was received in a plastic bag. Along with the syringe a piece of a white 1ml plunger rod tip was also found in the bag. Additionally, one photo was received and evaluated. The photo depicted portion of a single loose 10ml amber syringe with a piece of a broken white 1ml plunger rod tip next to it. 10ml and 1ml product is packaged on the same packaging machine. Investigation revealed that broken plunger rod tips were found in the machine hidden pockets. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with poor machine cleaning. It is possible for the plunger rod tip foreign matter to have originated at the packaging machine with 1ml product prior to the complaint batch. It is likely the small tip was not removed during machine cleaning activities and later got mixed with product during the packaging of the 10ml batch #8183923. Machine was cleaned of the foreign matter found during investigation.

Event description:
It was reported that bd¿ oral syringe with tip cap had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: extra white knob in the syringe. 04/23 information received regarding defect: the extra knob is located in the body of syringe and not in the part where you extract injection liquid. This is the best info I have.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ oral syringe with tip cap had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: extra white knob in the syringe. 04/23 information received regarding defect: the extra knob is located in the body of syringe and not in the part where you extract injection liquid. This is the best info I have.